Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the bending section cover fell off due to external factors or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, water tightness not maintained, broken angle wire, and curved rubber falling off were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that air leak was observed with the uretero-reno videoscope. During a standard service inspection of the customer returned device, bending section cover falling off was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.